Manufacturer narrative:
Device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of air from the cuff was suspected. No patient injury was reported. Additional information received from device investigation on 12-oct-2022: the returned endotracheal tube was manufactured by another company. Additional information about the event and any devices used will be requested, however it was reported that no additional information would be available for this complaint.